Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the likely root cause for the problem reported by the customer is due to operator error. (B)(4). The lot documentation was pulled and reviewed for (B)(4). There was nothing unusual found in the documentation - the product was produced by our standard process and met all specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reported "there were 9 instead of 10 on a neuro pattie." There is no product available for evaluation. (B)(4).